Manufacturer narrative:
Manufacturer's investigation conclusion: a driveline disconnect event was confirmed via the submitted log files from system controller, serial number (B)(6). The controller event log file contained relevant events spanning from 29apr2023 to 07may2023. The driveline was disconnected on 07may2023, stopping the pump. The driveline was reconnected less than two minutes later and the pump resumed normal operation at the fixed speed. The driveline was disconnected again approximately 10 minutes later in order to conduct the reported system controller exchange. The log file appeared to have captured the pump operating as intended at the fixed speed while the driveline was connected to the system controller. Additional information regarding the event was requested from the account; however, none has been provided at this time. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, contains the following information: section 2-11: if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Section 7 outlines all system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system patient handbook contains the following information: sections 2 and 4: check the system controller driveline connector often to confirm that the driveline is securely inserted into the socket. If the driveline disconnects from the system controller, the pump will stop. Section 2: the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. Section 5 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's reference number for the submerged controller: (B)(4).

Event description:
It was reported that the patient had an incident where their system controller and batteries were submerged under water. The patient was able to successfully change to their backup controller. The driveline was disconnected at 2:48pm before being reconnected at 2:50pm. The driveline was disconnected again at 3:00 pm. Review of the log files from the replacement controller did not find any unusual events.

Manufacturer narrative:
Patient initials have been requested but not yet provided. Related manufacturer's report: 2916596-2023-02971 no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.